Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage was observed. Additionally, 60 retention samples from bd inventory were evaluated by visual examination and the issue of glass breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin customer reports found to be broken during centrifugation. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "cpt tube were found to be broken during centrifugation at 1800 rcf for 15 mins."